Event description:
A physician reported that during an intraocular lens (iol) implantation procedure, the leading haptic had folded under the optic. The surgeon was not bothered, and the haptic was unfolded in the bag without issues. There was no change in the procedure, and it was completed on the same day. There was no harm to the patient. The physician reported this event as this was an unexpected, preloaded device advancement.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).